Event description:
It was reported that the clips were spitting out and had malformed clips. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.